Manufacturer narrative:
(B)(4). Batch #: v94l35. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. The device was returned with no apparent damage. The device was connected to a test handpiece and tested on a gen11. During functional testing on the generator, although the device did activate, there was no audible feedback sound from the instrument when the clamp arm was fully closed. The instrument was disassembled to inspect the internal components and it was noticed that the clicker was missing. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished lot device number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure the device indicated that it needed to be replaced before being used. A new one was unpacked and it worked. There were no patient consequences.